Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence it was reported that patient states for about the past 2 weeks patient has not been feeling the wire that runs from the stimulator to the sacral nerve in the middle. The patient states now they can feel the wire about an inch and a half out from where the sacral nerve would be and there is maybe a half-inch gap where they don't feel it. Patient wondering if this is just because it is embedded in the tissue or if they should be concerned. Patient states not having any pain. The patient mentioned they were very careful the first month, and sometimes they do have to bend more than usual or lift more than normal, and the patient wanted to make sure they were not doing anything they shouldn't be doing. The patient also mentioned they feel like their bladder might be a little weaker, and they do not know if that was because of the stim program that they are on. Sometimes a patient feels like they have not had an accident, but they have to get to the bathroom instantly. Patient services reviewed the patient has the option to increase the setting. The patient was redirected to hcp if they feel there is an issue with the lead.

Manufacturer narrative:
Continuation of d10: product ID: 978b128. Lot# va38b3y, implanted: (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va38b3y, ubd: 08-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.